Event description:
The reporter claimed that his blood glucose was elevated to hi, above 600 mg/dl, with symptoms this morning. There was no indication of a product malfunction. During troubleshooting, the animas representative noted the following: there was no bleeding or redness at the insulin dispensing site. A new bolus correct was dispensed for the high blood glucose of 592 mg/dl. The patient did not want to review the pump history or complete the troubleshooting with the representative. This complaint is being reported because the patient reportedly had a hyperglycemic episode while managing his diabetes with the animas insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.